Event description:
Additional information was received from a patient who reported the deep brain stimulation (dbs) implant was ruining their life. Prior to getting the device the patient used to only have a tremor in their right hand, but after surgery both arms ¿went crazy¿ so they drop and spill everything, and when this happened it made them feel suicidal. In addition, the patient stated the implant caused their speech to be slurred, and when they cough or anything they get shocked in their face and arms. If the patient turned the device off their symptoms were twice as bad. The patient mentioned their healthcare provider (hcp) worked on the device along with various manufacturer¿s representatives who tried to assist with programming, but it couldn¿t be fixed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) who reported the patient fell on their deep brain stimulator yesterday, and it started to shock them non-stop. The patient was currently hospitalized and needed to be sedated and put on a ventilator to stop the shocking. A manufacturer¿s representative (rep) was going to be paged to turn the implant off as the patient didn¿t have access to their external equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient was seen on (B)(6) and needed their battery replaced due to battery life; the patient didn¿t really want the surgery but was referred to the implanting physician. On (B)(6) the patient was seen for post-operative programming adjustments. On (B)(6) the patient was seen for adjustments and was having issue with the right-hand fine motor skills with 80% improvement after settings were adjusted. The patient was seen approximately every two months with next appointment scheduled for (B)(6) this hcp only made adjustments and had no other information regarding the shocking, the patient being in an inpatient facility, and had no record of any suicidal thoughts. The patient¿s implanting physician was contacted regarding the event whose notes stated the battery needed to be replaced with no reports of shocking. The patient did not respond to the hcp¿s phone calls to try and schedule the replacement. Soon after the patient was in the emergency room and ended up having a replacement done at that time ((B)(6)). The hcp typically saw patient¿s two weeks after battery replacement, but the patient was a in a rehab facility and had not been seen again. It was unknown if the replacement surgery resolved the shocking issue with no other components replaced at that time. The hcp had no information or details surrounding the shocking or any reports of the patient having any suicidal thoughts with clinic notes not mentioning any history of mental illness or suicidal ideation prior to implant. The facility where the patient was hospitalized was contacted but they were unable to access patient charts from that long ago.